Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Moisture damage found on the lcd board. The device also had a cracked display window corner, scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he went into the pool with the insulin pump and then received a button error alarm. Blood glucose value 107 mg/dl. During troubleshooting, the customer was unable to check the alarm history due to not being able to press the keys. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.